Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens on (B) (6) 2007, and when the pt woke up on (B) (6) 2010, he was unable to see out of the right eye. Pt was taken to the emergency clinic and the doctor stated that both lenses were opaque. The reporter stated, the pt was already having issues with the left eye and now his eyesight is basically non-existent. (See MFR report# 2023826-2010-00500).

Manufacturer narrative:
(B) (4): evaluation: method: work order search. Results: a work order search was performed and there was no similar complaints found. Conclusion: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).